Event description:
It was reported that the customer had a audio/beep anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that when light is turned on from, insulin pump start buzzing and whistling. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No audio or vibration anomaly was noted. The insulin pump passed the back light check and the self test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.